Manufacturer narrative:
(B)(4). A batch record review was performed for the lot number provided, and no non-conformances or deviations were identified. No defect, deficiency, or malfunction of the abbvie peg tube was described. The batch record review did not identify any probable or root causes that would contribute to the patient¿s condition. A return sample evaluation was not performed because tubing was not available. No corrective or preventive actions have been identified at this time. Stomatitis is a known complication of a peg tube placement. Weight.

Event description:
On 26 jul 2016, additional information indicated infection has not recovered with previous medication therefore physician has examined the patient again and started new medication with rifamycin ampule 1x1 topical, sodium fusidate 500 mg 3x500mg po, bactrim 800/160mg 2x1 tablets po.

Manufacturer narrative:
(B)(4). Catalog number 062941-001 is the international list number which meets the requirements of the similar product listed which is the us list number. The device involved in the event was not returned; therefore a return sample evaluation will not be performed. A follow up report will be submitted upon completion of the batch record review or if any additional relevant information is received.

Event description:
Patient in (B)(6) experienced infection of percutaneous endoscopic gastrostomy (peg) stoma site. Patient was treated with aksef 750 mg 2x1 im , cipro 500 mg 2x1 p.o. And tilac 400 mg 2x1 po. Patient has not recovered yet.